Manufacturer narrative:
(B)(4). Date sent to FDA: 6/14/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.